Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised after patient dislocated. Surgeon reported the shell was malpositioned with excessive anteversion. Patient was revised to a larger shell with 4 screws, an adm/mdm liner construct, and a metal v40 head.

Manufacturer narrative:
An event regarding dislocation due to malposition of a tritanium shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including patient history. Operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's left hip was revised after patient dislocated. Surgeon reported the shell was malpositioned with excessive anteversion. Patient was revised to a larger shell with 4 screws, an adm/mdm liner construct, and a metal v40 head.